Event description:
It has been reported that tibial insert didn't attach to the baseplate. The second one was implanted without any problems. There was no adverse consequence for the pt or delay in surgery or anesthesia time.